Manufacturer narrative:
Date of event: exact date unknown, event occurred in the last six months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 22793927.

Event description:
It was reported that the patient was experiencing pain at the ipg and anchor sites. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The anchors were relocated and were placed deeper. The patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg was not returned.